Manufacturer narrative:
Device analysis has begun, but is not complete at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 (serial and model no. Unk). (B)(4). Lot number: 16087618m.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a noise device malfunction occurred. The physician reports that the when the catheter was connected to the carto 3 mapping system, distorted EKG-signals were displayed. Upon request for additional information, it was stated that the signal noise occurred on all channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both the carto and the ep recording systems at the same time. There were no clear EKG or intracardiac signals available to monitor the patient's heart rhythm after the catheter was connected. The procedure was completed successfully with a similar-like device. There was no patient consequence. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a noise device malfunction occurred. The physician reports that the signal noise occurred on all channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both the carto and the ep recording systems at the same time. The complaint device was received by the bwi failure analysis lab for evaluation. Upon receipt, the returned complaint catheter was visually inspected and green residue, similar to corrosion, was found on the connector pins. Per the event description, the catheter was tested for electrical performance and it was found within specifications. Additionally, an irrigation test was performed and no internal leaks were observed. Therefore, it remains unknown the origin of the corrosion. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.